Event description:
It was reported that the experience with this implant was ¿terrible.¿ the patient reportedly got an infection and it hurt her so much. This ¿put the patient in a bad place.¿ no further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # v863545, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information stated perioperative antibiotics were administered and there was no infection reported. It was stated the patient did not have pain, but complained the vaginal sensations were unpleasant. It was also stated the patient experienced midline cystocele, female stress incontinence, morbid obesity, rectocele, and urge incontinence. It was noted the patient was having unwanted vaginal and bladder sensations and wanted the device removed, which was tentatively scheduled for (B)(6) 2012. The patient tried multiple programs but was unhappy with the results. She had many vaginal complaints, and mixed urinary incontinence. Reportedly the patient had the device removed and stated she was leaking more since the implant was removed. She also leaked at times with coughing and sneezing. There was no sign of infection and the wound was healing well.

Manufacturer narrative:
(B)(4).